Manufacturer narrative:
Upon receipt the lead was found cut 13cm distal to the is-1 connector pin. A proximal and a 49cm long distal fragment were returned. An approximately 4cm long medial fragment was not returned. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the returned fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 3.5cm distal to the is-1 connector pin the insulation was found abraded through. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. 10.5cm distal to the is-1 connector pin the insulation was found abraded through. This damage is not assumed to be the root cause for the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Further damages like the from is-1 connector pin ruptured lead body, the deformed rv shock coil and the in this region damaged lead body as well as the at the is-1 connector damaged and over-rotated inner conductor coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 81 months after the implantation that an insulation defect was observed during a lead revision. The electrical values did not show any deviations. The lead was extracted.